Manufacturer narrative:
Electrical characteristics of the returned unit were within specifications.

Event description:
Reportedly, the estimated residual longevity was displaying 11 months on 26 august 2020, though it was superior to 5 years on 20 march 2019. Preliminary analysis revealed that normal battery depletion occurred according to hrs guidelines.

Event description:
Reportedly, the estimated residual longevity was displaying 11 months on 26 august 2020, though it was superior to 5 years on 20 march 2019. Preliminary analysis revealed that normal battery depletion occurred according to hrs guidelines.

Manufacturer narrative:
Preliminary analysis results revealed that the displayed estimated residual longevity was incorrect. This was due to the incorrect management of a parameter.

Event description:
Reportedly, the estimated residual longevity was displaying 11 months on 26 august 2020, though it was superior to 5 years on 20 march 2019. Preliminary analysis revealed that normal battery depletion occurred according to hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the estimated residual longevity was displaying 11 months on (B)(6) 2020, though it was superior to 5 years on (B)(6) 2019. Preliminary analysis revealed that normal battery depletion occurred according to hrs guidelines.